Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Pt codes: (B)(4).

Event description:
It was reported that a patient underwent an obturator sling procedure to treat stress urinary incontinence on (B)(6) 2011. The patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Event description:
It was reported that patient experienced pain, extrusion, erosion and vaginal scarring post implantation and underwent mesh revision/removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/12/2016 . (B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was reported that patient underwent mesh, bard align implant with water cystoscopy on (B)(6) 2012, due to sui with intrinsic sphincter deficiency, and recurrence. No additional information was provided. The initial and any previously submitted follow up information has been reported under MFR report # 2210968-2012-01300. This follow up report is being sent under a new MFR report # due to a change in operating system

Event description:
(B)(6) received an e-mail from the ethicon risk manager stating the following: it was reported that the patient underwent a surgical procedure to treat sui on (B)(6) 2011 and tvt-o was implanted. It was reported that she experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/18/2016. Additional narrative: it was reported that patient underwent retropubic mesh midurethral sling with water cystoscopy. No additional information was provided.

Manufacturer narrative:
Sent date to FDA: 04/12/2016.